Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a device replacement procedure for normal eri, x-ray was performed and revealed externalized conductors on the right ventricular lead (rv). Additionally, the defibrillation impedance on the rv lead was variable. All other electrical values were stable and in range. The rv lead was capped and replaced and the patient was stable.